Event description:
It was reported the patient presented with discomfort due to interaction of the implantable cardioverter defibrillator (ICD) and the shoulder. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The device was returned and analyzed in the lab. The device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal. No anomaly was detected.